Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the left-ventricular(lv) lead had no capture and had high capture threshold. As a resolution the lv lead was reprogrammed. The patient condition was stable and will continued to be monitored.